Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected low suspend alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the threaded rod does not press down on the reservoir and the insulin does not exit the tubing.  Customer also indicated that the pump is not working as designed. Customer's blood glucose was 488mg/dl at the time of incident.  The customer was advised that the device would be replaced and agreed to return the product for analysis.